Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced the tip of the syringe breaking off. The following information was provided by the initial reporter: a nurse informed me that the syringe broke when filling it. The syringe broke and damaged the screw thread of the diffuser. No consequences for the patient but very annoying as the medicine is very expensive (nulojix) and the diffuser unusable. The syringe broke during filling. It was the male luer tip that broke when unscrewing the syringe and got stuck in the filling site of the diffuser. No contact with the product and there were no clinical consequences observed however the incomplete filling of a very expensive drug had to be discarded. The patient had to wait a few days for a re-delivery from the pharmacy, and had his treatment delayed from the protocol for this anti-renal transplantation drug every 3 weeks.

Manufacturer narrative:
H6: investigation summary: photos received for investigation, complaint describes the breakage of the tip of the syringe while it was connected through the luer connection (braun device easypump). Upon visual inspection of the pictures received it can be observed the unitary packaging of the syringe involved showing the information regarding the product and lot number. The device used when the syringe broke is also shown in the picture. In the second picture provided, a bag with a device which is not the syringe and the syringe behind the braun device is observed. The syringe does not appear clearly in any of the pictures provided not facilitating the visual inspection of the alleged defect. A device history review was performed for lot 2004254, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Per description given by customer, the defect may be related to an overs crew of the luer lock with the other device resulting in the breakage of it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced the tip of the syringe breaking off. The following information was provided by the initial reporter: a nurse informed me that the syringe broke when filling it. The syringe broke and damaged the screw thread of the diffuser. No consequences for the patient but very annoying as the medicine is very expensive (nulojix) and the diffuser unusable. The syringe broke during filling. It was the male luer tip that broke when unscrewing the syringe and got stuck in the filling site of the diffuser. No contact with the product and there were no clinical consequences observed however the incomplete filling of a very expensive drug had to be discarded. The patient had to wait a few days for a re-delivery from the pharmacy, and had his treatment delayed from the protocol for this anti-renal transplantation drug every 3 weeks.